Event description:
It was reported that during a da vinci-assisted surgical procedure, a universal seal insufflation port was broken off and failed to retain air pressure. The issue caused a significant delay to the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales associate (csa) and obtained the following additional information: the procedure was delayed for about 30 minutes. There were no patient injuries. No fragments fell inside the patient. The customer used a new cannula seal to continue with the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.